Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 103mg/dl at the time of the incident. It was reported that the air bubbles occurred after one day. During troubleshooting, it was indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. High pressure test found no leaks detected. The reservoir will not be returned for analysis.